Manufacturer narrative:
(B)(4). One video was provided showing the customer flushing the proximal lumen of the catheter. Fluid is observed entering the extension line and passing through the catheter tip. No obvious leaking was observed. Visual analysis revealed that sutures were present along the catheter body, which is against the IFU. The customer also returned one, 2-lumen cvc and two luer slip syringes. Signs of use were observed on the catheter body. Initial analysis revealed that sutures were present on the suture wings; however, they were also wrapped around and tied to the catheter body, which is against the IFU. Further visual and functional analysis revealed a hole on the catheter body. Microscopic examination revealed that the edges of the hole were smooth and uniform. Slight deformation was observed at the location of the hole. The hole on the catheter body measured 40mm from the juncture hub. The catheter body total length measured 3 9/16", which is within the specification limits of 3 5/16"-3 11/16" per the catheter product drawing. The catheter body outer diameter measured 0.056", which is within the specification limits of 0.054"-0.058" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to both extension lines and flushed. When flushing the proximal line, water was observed exiting the hole on the catheter body. No leaks were observed when flushing the distal line. Performed per IFU statement, "flush lumen(s) to completely clear blood from catheter". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of a leaking catheter was confirmed through investigation of the returned sample. Visual analysis revealed a hole on the catheter body. It was also noted that sutures were wrapped and tied along the catheter body , which is against the IFU. Despite the damage, the sample met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, it was determined that use error likely caused or contributed to this event. A customer in-service request is being initiated to further educate the customer on the proper use of this device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "11 nov 2025, the catheter was found leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2025, the catheter was found leak during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".